Manufacturer narrative:
H10: h2: correction on h6 ( health effect - clinical code).

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder bankart repair, the distal tip of the anchor of the microraptor knotless fell off when starting to punch into the pilot hole before deployment, it was removed using a grasper. The procedure was completed with a non-significant delay using an s+n backup device in an additional hole. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the complete anchor but no suture material. The proximal end of the anchor is deformed. There is debris on all returned items. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states no further risk to the patient is anticipated as a result of the additional bone hole. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.